Event description:
Customer called to report the pump's driver block was not moving. Device was not dropped, bumped, or exposed to moisture. Also stated customer used a pen to push back the driver block and seemed to be hammmering it.